Event description:
The info provided to sjm indicated an 8f angio-seal vip was selected for use and deployed into the right femoral artery without incident. Then another 8f angio-seal vip was selected for use in the left femoral artery. The device made a crackling sound upon insertion and advancement of the carrier tube. The forward motion was stopped and an attempt was made to pull the device out of the track. The sheath broke into many pieces, some of which were left behind in the patient. The patient required surgery for the removal of the remaining sheath segments. The collagen was also removed from the puncture tract. It was reported that no device pieces entered the artery but were contained in the puncture tract. It was reported to sjm that both of these devices were from the same lot and had been stored in a pyxis machine, exposing them to ultra violet light.